Event description:
An olympus field service engineer (fse) reported on behalf of the customer, that when using a duodenovideoscope, the angulation had play and was low. The event occurred during reprocessing. It was also reported that the customer follows the reprocessing steps in accordance with the instructions for use. The customer brushes the device without delaying pre-cleaning and does not use an oer. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. (Update to b3/event date, and b5/event description).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around light guide (lg) lens peeled off and moisture entered inside of lg-lens and corroded. The event can be prevented and detected by following the instructions for use (IFU) sections: operation manual chapter 3 preparation and inspection shows how to detect the events. Reprocessing manual 3.5 manual cleaning shows how to prevent the events. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer, that when using a duodenovideoscope, the angulation has play and was low. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the forceps elevator had foreign material and the inside of the light guide lens had a stain. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (low angulation and free play) was confirmed. In addition to the reportable malfunctions: foreign material (yellowish/brown in color) in the forceps elevator and the stain on the inside of the light guide lens, additional evaluation findings were as follows: the endoscope cable could not be connected securely, the adhesive around the light guide lens, the bending section cover and the plastic distal end cover had discoloration, the adhesive on the bending section cover was detached, the bending angle in the up/down, left/right directions did not meet the standard value, the play of the up/down and the right/left knobs were out of standard value. The following components had scratches: the connecting tube, the grip, the suction cover, the switch box, universal cord, the suction connector, scope connector cover unit, and switch 1. Finally, the light guide cover glass was dirty. The product was reprocessed before it was sent to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.